Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, when three orders of dermal wound cleanser 16oz 01 were received they were noticed to be leaking in the box. It seemed that quite a few of the bottle tops weren¿t screwed on tight, and it looked like they weren¿t tight enough before packaging causing them to leak. As this was noticed in a non-therapeutic environment, there was no patient involved.

Manufacturer narrative:
The device was not expected to be returned for evaluation; therefore, an assessment was not performed. Batch records task was unable to be performed, as no lot number was provided. A review concluded that there are no prior escalated actions related to this part number and failure mode. After a complaint history review performed between 9th april 2023 to 9th apr2024 it was revealed 6 similar events for the listed product for the timeframe. It was reported that, ¿when three orders of dermal wound cleanser 16oz 01 were received they were noticed to be leaking in the box. It seemed that quite a few of the bottle tops weren¿t screwed on tight, and it looked like they weren¿t tight enough before packaging causing them to leak. As this was noticed in a non-therapeutic environment, there was no patient involved". As dermal wound cleanser is an otc drug (over the counter) in the us, a risk management file is not maintained. Consequently, dermal wound cleanser complaints analyzed in the last complaint data analysis report (cdar) have been reviewed to ascertain frequency. A review of complaints between 1st january 2020 to 3rd february 2024 identified 18 complaints detailing leakage of the device. With a probability/risk rating of ¿anh ¿ improbable/low¿ (nh = no harm) this is the lowest possible rating on the risk rating matrix, and therefore considered acceptable. A potential probable cause factor that could contribute to the reported event include that the cap is not fully secure or that it had become loose. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.